Manufacturer narrative:
Suspected device evaluated by ok biotech and calculated that the meter operated within specifications. The standby current test is 1.1 micro a. The criteria is <55 micro a. Pass. Meter setting, audio and all buttons function are ok. Tested the suspected meter with in house control solution and in house strips (strip lot number:d160526-1). The control solution tests for level low are 59/59mg/dl, for level high are 268/263 mg/dl. The request control solution ranges are: level low 30~80 mg/dl; level high 190~290 mg/dl. All results were within the acceptance range. Pass.

Event description:
End user reported that he sought medical attention on (B)(6) 2016 between 8am -10am. The prodigy glucose meter was giving high blood glucose results when performing back to back test. The end user was unconscious and felt sweaty and his wife called the paramedics. Prior to calling the paramedics the prodigy meter gave a result of 159 mg/dl. No additional testing was performed on the prodigy meter. The paramedics performed a glucose test with their meter and received a result in the 40's. An IV of fluids was administered and the end user was transported to the ER. Upon arrival to the ER the end users glucose reading was 29 mg/dl and additional IV fluids were dispensed. The end-user was hospitalized for 3 days. No other treatments were reported. The end user could not provide their glucose results prior to discharge. He followed up with his pcp and his lantus dosage was decreased from 32 to 20 units before bedtime. No further actions were noted.